Event description:
It was reported that the patient presented in clinic for a routine follow up. The device exhibited post-paced t-wave oversensing. The patient was asymptomatic. Programming changes were recommended. No further information available.